Manufacturer narrative:
Related MFR: 2916596-2023-06110. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the clinic for a routine follow-up. The clinicians were unable to connect to a power module due to a broken-off pin in the white power lead of the system controller. This broken pin was presumed to be from the patient's mobile power unit (mpu). The patient denied sleeping on battery power or having issues connecting to the mpu. The controller was exchanged during the visit without incident. It was later communicated that the patient's mpu had 2 pins missing on the mpu cable power lead. The patient was given a new mpu.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a pin being lodged in the system controller¿s white power cable was not confirmed. Additional information provided communicated that the system controller would be returned for analysis; however, to date no products have been returned for analysis. This file will be reopened with further analysis if the system controller is returned at a later date. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2019. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment no further information was provided. The manufacturer is closing the file on this event.

Event description:
Mobile power unit related MFR. Report # 2916596-2023-06110.